Manufacturer narrative:
(B)(4).

Event description:
The customer alleges one end of the bag was completely not sealed. The catheter was inserted and began the drainage procedure. Fluid leaked all over the floor, onto the patient and their clothes and the chair in the procedure room.

Event description:
The customer alleges one end of the bag was completely not sealed. The catheter was inserted and began the drainage procedure. Fluid leaked all over the floor, onto the patient and their clothes and the chair in the procedure room.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.